Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: gel bleed.

Event description:
Healthcare professional reported "also we did a case yesterday, allergan implants, no damage but said they had sweated, not enough to go into the lymph nodes but you could feel it." Device has been explanted. This record relates to left side.